Event description:
It was reported that a tfn (trochanteric fixation nail) for a proximal femur fracture was performed intra-operatively. The surgery was proceeding normally until the surgeon attempted to insert the helical blade through the already implanted nail, it would not pass through. The surgeon was unable to guide the blade through the nail. The surgeon confirmed that the proper nail and aiming degree were correct. It was identified that there was an issue with the 130 degrees aiming arm, blade guide sleeve, and/or insertion handle. The surgeon was able to insert the helical blade without the aiming arm and blade guide sleeve. There were no issues with the nail and helical blade. The procedure was completed successfully without patient harm. There was a ten minute time extension in surgery. This complaint is 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.